Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event entered is based on customer's report of issue beginning on "tuesday", which is two days prior to the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving an unspecified high sensor scan result and self-treating with insulin (dose/type unspecified). Customer subsequently experienced a seizure and loss of consciousness resulting in injury to their face and arm and reportedly "spent six-seven hours on the floor in (their) room". After the medical event, customer self-presented to a hospital that evening and underwent monitoring and testing before being released. No administered treatment was reported. A sensor scan result of 'hi' (reading >27.7 mmol/l / 500 mg/dl) was reportedly obtained compared to an hcp meter reading of 14 mmol/l (252 mg/dl). There was no report of death or permanent injury associated with this event.